Event description:
It was reported that the right ventricular lead was noted to be fractured. The lead was capped and replaced on (B)(6) 2017. Perforation and pericardial effusion were noted. The patient was taken to the operating room to remove the fluid from the pericardial space. The patient was stable post procedure.